Event description:
Vessel sealer was used during a procedure. Intraoperatively the instrument became bent and was not able to be removed from the metal davinci trocar. The robotic arm had to be released from the trocar and the trocar and vessel sealer had to be removed simultaneously.